Manufacturer narrative:
In regard to this incident, since the involved reusable 2.4 mm 30° straight flared phaco needle was not returned, no examination could be performed. The received logfiles did not provide the cause. As the manufacturing date of the reusable needle is unknown, an investigation of the manufacturing records was not possible either. Without a proper investigation, the cause of the failure remains unknown. In general, it should be noted that insufficient irrigation and therefore insufficient cooling is the most likely cause for a phaco needle to break during use. Since lack of irrigation may have various causes, including but not limited to improper placement of the phaco sleeve or unfavorable settings, a main contributor to the failure could not be determined. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. Since a manufacturer related failure was not confirmed, no remedial action/corrective action/preventive action/field safety corrective action (fsca) was initiated. In house failure mode as reported ph-needle-broken(rep), which indicates that the needle of the phaco handpiece was broken during surgery, was used. Please note only complaints where the needle was broken intra-ocular are included. The number of the serious incidents and associated number of devices on market was selected taking the serious incidents involving needle breaking and the number of devices distributed within each time period. It should be noted that some of the phaco needles are reusable up to 20 times so the number of performed surgeries is higher than the number of devices. Furthermore, the incident that is the subject of this report is included in the table above.

Event description:
We have been informed that during surgery, while performing a dropped crystalline lens nucleus fragmentation, the 23g frag needle broke off. This required the removal of the metallic needle. The surgeon then removed one of the trocars, widened the trocar incision and used microforceps to grasp and extract the fragment. No report of patient/user harm. However, the procedure was prolonged due to this event.